Event description:
An analysis was performed on the returned usb to db9 cable and the cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the tablet device displayed an "unable to open port" error message when attempting to interrogate the vns patient's device. A replacement usb serial cable was provided which resolved the reported issues. The suspect usb serial cable has been returned to the manufacturer where analysis is currently underway.